Manufacturer narrative:
The lens and the lens case base were returned inside a plastic specimen jar. Solution was dried on the lens. One haptic is broken in the gusset area. The optic was torn/cut into pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of "complication of iol, lens explanted". The reported complication was not specified. The lens was returned cut into pieces, typical of an insertion and removal. Information provided by an health care provider in the file indicated that the explant was due to the patient had residual astigmatism. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that intraocular lens was explanted due to vision limited and a "complication" of the intraocular lens (iol). Additional information was requested.